Event description:
It was reported the staff are not able to hear alarms at the central station. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and the issue was confirmed to be an inoperative sound card on the central station in the pediatrics department, which resulted in no sound being played through the speakers. The customer has taken responsibility for servicing the device. The customer remediated the situation by replacing the central station that had the malfunctioned sound card with a spare unit that needed to be reprogramed. No further investigation or action is warranted at this time.